Event description:
Permanent cautery hook inserted through trocar into patient. Once in place, the wrist of the instrument had no articulation. Instrument reseated, making certain drapes were not in the way. Still continued to not work. No broken parts noted. No injury to patient.